Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that although the device was programmed to aai, approxi- mately one out of three pulses paced in the ventricle.